Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.